Event description:
The pt received the scs system on (B)(6) 2006. The pt reported her stimulation turns off by itself. The pt was able to locate the ipg and initiate a communication which helped her in regaining the stimulation. The pt is elderly and is unaware of the possibilities of electromagnetic interference which could potentially lead to the system shut down. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.